Event description:
It was reported that, while connected to a patient, a 980 ventilator generated inaccurate volume readings and an occlusion alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device, and upon powering up, the ventilator generated an exhalation flow sensor (evq) error message. The se inspected the evq and found that the evq had signs of contamination. The se replaced the evq. The se performed calibrations and extended self-testing on the device and all tests passed.